Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024 around 3:00-3:30am, the patient's wife noticed the patient had abnormal breathing while he was sleeping on the floor. She called an ambulance and when paramedics checked the patient's bg it was 28 mg/dl while the cgm was 78 mg/dl. Paramedics treated the patient with "insta-glucose" and advised the patient's wife to give the patient orange juice and a peanut butter sandwich. After eating and drinking, the patient's readings started to normalize. At the time of the report, the patient was in stable condition. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.